Event description:
It was reported that the patient with this implantable experienced vertigo symptoms possibly related to a lead revision procedure that occurred after implant. Patient contacted technical services (ts) and ts recommended that the patient consult with clinician about symptoms. No additional adverse patient effects were reported. Currently, the device remains in service.